Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she jumped into a lake and the pump beeped after rewinding. Customer stated that the pump seems to be locked up and there were no alarms present. Customer stated that the pump passed the self test. Customer stated that the esc button was not responding. Customer did a bolus and the pump delivered. Customer had placed the pump in rice and stated that it seems to be working now. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.